Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was in the process of inserting her carbohydrates but the numbers on the insulin pump's screen kept scrolling. Customer's blood glucose level was 123 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.